Event description:
I am finding black particles and residue in my mask and around the water tank. I am very concerned that I am breathing in these particles during the CPAP therapy using the recalled phillips respironics dreamstation machine. I am receiving no information from philips respironics on the status of my machine even though I have been registered with them since (B)(6) 2021. My philips confirmation number for this recall is (B)(4). Please let me know what philips respironics expects me to do now that I am seeing these black particles in the airpath of my machine. FDA safety report ID# (B)(4).